Manufacturer narrative:
Insulin pump received with stuck in e52 alarm loop after battery installation, problem isolated to mother board. Unable to perform any tests due to e52 alarm. Pump received with cracked reservoir tube window noted.

Event description:
It was reported that the reservoir compartment was cracked. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.